Event description:
It was reported that during use in a knee arthroscopy, the t2 of the fast fix pre-deployed. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿ h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the suture and both anchors were returned. The depth limiter button was not in the default position. Both anchors were out of the deployment channel. Part of he suture was tucked into the depth gage tubing. The actuator tip was in the t1 position. A functional evaluation of the device showed the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.